Event description:
It was reported that the patient presented in clinic for follow-up. Chest x-ray was performed and revealed right ventricular (rv) lead dislodgement. It was suspected that the dislodgement was due to twiddler's syndrome. The rv lead was explanted and replaced. Patient condition was stable.